Event description:
It was reported the customer experienced high blood glucose levels (approx 300 mg/dl). Customer delivered manual injections and changed out her infusion set to stabilize her blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.